Manufacturer narrative:
The impella 5.0 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella 5.0 pump inserted in the right axillary for cardiomyopathy. It was reported the patient developed access site bleed. As a result, blood products were administered. Further details were not provided.